Event description:
It was reported a driver was found with a deformed tip during a routine inspection. It is unknown when the tip became deformed.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation - visual and functional inspection revealed that the screwdriver tip does mate properly with the screw head, however the threads on the driver are stripped and will not engage the tulip head of a mating screw. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a driver was found with a deformed tip during a routine inspection. It is unknown when the tip became deformed.